Event description:
On 10/6/98, a lead dislodgment was suspected after reviewing the x-ray and "egm's. The decision was made to have the surgeon reposition the lead. On 10/7/98, during the attempt to reposition the lead, the lead was cut and replaced with another spl lead.